Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," and "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose)."

Event description:
The customer reported his blood glucose read "high" (> 27.8 mmol/l) (> 500 mg/dl) and that the cannula was bent.